Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide indicates do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer removed insulin from the cartridge and didn't perform the air removal step in the load sequence. Customer's blood glucose (bg) was 590 mg/dl. The customer addressed their bg with a manual injection. Tandem technical support educated the customer on the proper load steps and cartridge labeling. Reportedly, the customer was able to load a new cartridge successfully.